Event description:
Stent positioned and deployed in the retrogeniculate popliteal artery according to manufacturers instructions for use. Device representative present and confirmed each step of deployment. Distal tip of the delivery catheter was broken off and remained as a retained foreign body in the pt's popliteal artery.